Manufacturer narrative:
(B)(4). This is a follow up report to report #1218950-2014-04786. The product number had been changed from m4735a to m1672a to reflect the "3 lead set grabber".

Event description:
It was reported to philips healthcare that the m1672a ECG lead set failed. There was no pt involvement.